Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room with syncope. The following day, threshold testing was done that confirmed insufficient threshold values. The physician elected to immediately replace the rv lead. Unspecified electrode damage was visually noted on the lead during the procedure. The patient has been discharged.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Visual examination revealed full breached insulation degradation exposing the outer coil 6.5cm from the connector pin. All other damage found was sustained during the surgical procedure. The remaining tests revealed no additional anomalies. The cause of the unacceptable thresholds was consistent with insulation breach and degradation.